Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 read inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and during a follow-up call made by the medical surveillance specialist (mss). The patient was unable/unwilling to provide much information in relation to this alleged product issue. The patient stated that she obtained a result of "100 mg/dl" at night and "110 mg/dl" the following morning; however she didn't provide dates/times or what these results were compared to. The patient claimed to have developed the symptom of "seizure" (date/time not provided) and that she received unknown hcp treatment. At the time of troubleshooting, the csr noted that the patient was unable/unwilling to troubleshoot or provide further information. The mss further noted that the patient disconnected the call after providing the results obtained before any further information could be requested. Based on the limited information provided, this complaint is being reported because the patient reportedly developed the symptom of "seizure". Although it's not known if the symptom developed before or after the alleged product issue, it cannot be ruled out that the subject meter caused or contributed to this symptom. This symptom does meet lifescan's criteria for a serious injury.